Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 11 high watt alarms have been logged since (B)(6) 2017. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ventricular assist device (vad) coordinators observed a rise in watts from the home monitoring system and brought the patient into the clinic for evaluation on (B)(6) 2017. Log files were sent and revealed watts had been increasing over the past 24 hours. The patient was hospitalized and started on a heparin drip. Over the next 12 hours, power continued to rise, reaching readings greater than 10.  A computerized tomography (CT) scan of the head was performed and the patient was started on thrombolytics. Log files have been sent post thrombolytics.  No neurological events have occurred and the patient remains hemodynamically stable at this time. The vad remains in use. No further adverse patient effects have occurred as a result of this event.